Manufacturer narrative:
Manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately a few days post filter deployment, patient with history of abdominal pain underwent computed tomography which revealed caval filter at the l3 level. Approximately 4 years and 3 months later, computerized tomography-abdomen/pelvis without contrast was performed which revealed that the filter tip positioned 1 cm below the right renal vein. The filter was tilted to the left with its cone line on the wall of the inferior vena cava possibly embedded within it. The arms and legs of the filter has penetrated through the wall of the inferior vena cava into the pericaval/mesenteric fat. One of the filter arms penetrated the posterior wall of the duodenum. Therefore, the investigation is confirmed for perforation of the inferior vena cava (ivc) and filter tilt. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient with multiple trauma. Approximately four years and three months post filter deployment, a computed tomography (CT) revealed that the filter tilted, strut perforated and the patient reportedly experienced abdominal pain. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.